Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a complete se peripheral stent was implanted in the sfa of the right leg (r-1) to treat a scaled perforation. 25 month post index procedure two complete se peripheral stent were implanted in the sfa of the right leg (r-1) during a revascularization. Approximately 49 months post index procedure and 27 months post revascularization, patient suffered a thrombotic occlusion of arteria fibularis and arteria tibialis posterior right leg (study leg). Event was treated with a revascularization of the prox sfa and popliteal 1 using a non-medtronic deb and a non medtronic stent. Investigator assessed that the event was not related to index device, procedure or paclitaxel.